Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest palpitations and discomfort in the chest. It was also reported that during the implant procedure, the right atrial (ra) lead exhibited poor sensing and thresholds. At a follow up visit, lead dislodgement was suspected. The lead was later repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.